Event description:
It was reported that during the implant procedure, the physician reported helix as faulty. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. The overlay tubing of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was observed to have blood ingression. Helix extension/retraction and length testing were all performed and all results, including electrical testing, were within specified parameters. The lead was returned with attempted implant damage. (B)(4).